Manufacturer narrative:
No malfunctioned device was returned to us (the manufacturer), but a picture of the explanted malfunctioned ring was provided to us (the manufacturer).

Event description:
The patient complained of pain. The picture of the explanted frame (also known as the nitinol ring) of the mesh of the hernia repair device, rebound hrd-v, showed that the ring was broken.